Manufacturer narrative:
The reported complaint of the thermogard ivtm system (B)(4) intermittently keeps generating an "air trap" alarm was not confirmed during the functional test and .event log review. The thermogard console passed the functional test without any error or fault. No device malfunction was observed during the testing. The console function as intended. No physical damage was observed on the console during visual inspection. During the event log review, no descripancies was observed. The thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended.

Event description:
During ivtm therapy, the thermogard ivtm system (B)(4) intermittently keeps generating an "air trap" alarm and would not clear. Another thermogard ivtm system was used to continue with treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.